Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, mid left anterior descending (lad) coronary artery. A 3.50 x 33 mm xience alpine stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed. The sds was withdrawn from the deployed stent without difficulty. Following stent implantation, a distal edge dissection was observed. Another xience stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.